Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision in which the existing balloon was removed and replaced. It was indicated that the patient has a spinal injury and the constant pressure from sitting has led to multiple replacements over the years. No additional information was reported.